Event description:
On (B)(6) 2011, mother reported pt was hospitalized due to hyperglycemia. Pt was vomiting all night and was taken to the emergency room, and his blood glucose was approx 580 mg/dl. Target blood glucose is 100-200 mg/dl. The infusion device was in the stop mode at the time of the report. Mother asked to be contacted at a later time to complete troubleshooting. Follow-up was completed with mother on (B)(6) 2011. Pt was diagnosed with diabetic ketoacidosis and his ph level was 0.3, which was considered life-threatening. Pt was admitted to critical care unit but was at home and feeling well at the time of follow-up. Pt went on a 4-wheeler ride on (B)(6) 2011 and disconnected from the infusion device. Mother did not know how long he was disconnected from the infusion device. Pt felt like he had acid in his stomach on (B)(6) 2011 and took medicine. He vomited and felt better. Blood glucose was between 300-599 mg/dl. On the morning of (B)(6) 2011, pt was taken to the hospital by his mother. He received two blood glucose readings of "hi" and one reading of 580 mg/dl. Mother reported he was connected to the infusion device when she took him to the hospital. Pt was discharged from the hospital on (B)(6) 2011 and was treated with an IV insulin drip while he was there . Mother believes pt was not managing his diabetes properly prior to the incident, and no allegations were made against the infusion device or related products. No product was requested for eval.

Manufacturer narrative:
No product will be returned for eval.